Event description:
The customer reported that the ac power light led indicator was not illuminated. There was no report of pt involvement or of any pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.